Event description:
It was reported that during a femoral to femoral, popliteal to tibial bypass procedure with intraoperative arteriogram, the zipwire coating looked like it had separated. The event occurred in surgery, and the wire was inside another manufacturer's balloon. The physician noticed the problem after the wire was removed. Another wire was opened and the case proceeded. No pt injuries or complications were reported. Pt status is reported as "okay."

Manufacturer narrative:
.